Event description:
It was reported, the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention and had the lead explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.